Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced issues with the pump battery life and with charging the pump. There was no reported adverse impact to the customer's blood glucose (bg) level. The customer declined follow up contact from tandem technical support, therefore no additional information could be obtained.